Event description:
It was reported that revision surgery was performed due to dislocation for unknown reasons. The doctor says s&n products were not defective. R3 xlpe liner reported part.

Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation, and the reported event could not be confirmed. A clinical analysis indicated it was reported that revision surgery was performed due to dislocation for unknown reasons. It is also noted the doctor says s&n products were not defective. To date no medical/clinical documentation has been provided. Without any supporting medical documentation, the reported event cannot be assessed, and a thorough medical assessment cannot be performed. In the event of medical/clinical records being received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the product and/or additional information be received, the complaint will be reopened.